Event description:
It was reported via phone call, that the customer received an unexpected restart alarm. It was also mentioned that the buttons are unresponsive. Customer's blood glucose levels at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded electronic assembly. The insulin pump was unable to perform error test due to button anomaly. Corrosion was found on motor assembly. The insulin pump was received with cracked case on display window corners and minor scratches on lcd window.